Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading at time of the call was 511 mg/dl. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime test and the device passed the test. The customer stated that she changed the infusion set the day before the event. Found that the customer did not perform the fixed prime test. The customer stated that she uses cold insulin. Performed a high pressure test and the insulin pump passed the test. The customer requested a replacement of the device. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product had been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information with follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.